Manufacturer narrative:
(B)(4).

Event description:
It was reported the system was removed due to infection. No further information is available.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.